Event description:
Customer reports table not functioning. Case procedure was completed. No patient injury reported.

Manufacturer narrative:
The service rep replaced fuse and all table functions are working. Tested system, system operates as intended.